Event description:
The facility reported that a system message displayed and they were unable to clear the message with rebooting. Two cases are cancelled. No patient injury reported.

Manufacturer narrative:
The company service representative examined the system and did not duplicate the system message reported. The vent valve spacer was replaced and sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 10/24/2008.